Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue was found after the procedure. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was from the tip of cleaning brush. The definitive root cause for the foreign material remaining in the equipment could not be established, however the event was likely cause by insufficient reprocessing. The suggested event is detectable by handling device in accordance with the following IFU: chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cleaning brush was caught inside the instrument channel of the colonovideoscope. There were irregularities in the appearance of control body. The device was returned and an evaluation revealed clogging of the instrument channel with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was returned. The customer allegation ¿cleaning brush gets caught inside the instrument channel¿ was confirmed. However, ¿irregularities in the appearance of control body¿ was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.